Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the purge flows dropped to 1.5ml/hr and purge pressure increased to over 1000. The decision was made to change the purge solution to bicarb and the start/stop technique was used successfully. It was reported that the device was normally weaned, and the procedure was successful.

Event description:
It was additionally reported that there were positional alarms during the support. No further information was provided. It was reported that the device was normally weaned, and the procedure was successful.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.